Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the buttons and the pump electronics. The down button does not respond and give an audible feedback while actuation as a result of entered contamination. The problem mentioned by the customer is related to careless handling of the product.

Event description:
On (B)(6) 2013 patient reported the down arrow button on the infusion device does not function. Patient stated one week ago he gave a bolus and it was more than he wanted to give and when he attempted to correct it by pressing the down arrow button to reduce the bolus, it would not respond. Patient stated this did not cause him any issues. Patient reported the button is not flat, it does not respond at all, and does not make an audible sound. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.